Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the malposition of the device led to the instability. Depuy cement was not used.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of pain and instability. The surgeon felt that looking at the x-ray and physical exam that the patient's tibial component was put in varus. He was hoping to do just do a poly exchange with thicker insert, but once inside the joint and trialing different polys, he decided to remove the tibia. He used the attune revision tibia and recut the tibial off of the sleeve broach. He was happy with the stability of the knee and went up in poly thickness to a size 16mm. Doi: (B)(6) 2019. Dor: (B)(6) 2020; right knee.